Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon deflation failed. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 140cm x 4.00mm x 1.5cm small peripheral cutting balloon¿ was used to dilate the target lesion. During the procedure, it was noted that the balloon failed to deflate after first inflation at 12atm. There was a possibility that the inner lumen was flattened, then device was pulled out to remove. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination found no damage to the tip, balloon, or blades. Solidified saline solution was identified within the balloon and lumen. As part of the device analysis, the returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified saline solution that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the saline solution before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and subjected to positive pressure. The balloon was inflated to its rated burst pressure of 12 atm (atmospheres) with no leaks or restrictions noted. The inflation device was verified at 12 atmospheres before and after use with a calibrated pressure gauge. The balloon deflated within 20 seconds using timer gage and this is within the specified deflation time. A visual and tactile examination of the hypotube shaft found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the polymer shaft extrusion found no issues with the extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the balloon deflated approximately 10% of the inflated balloon.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon deflated approximately 10% of the inflated balloon.